Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to reproduce the issue, therefore, no root cause has been established. Most likely occluded circuit system during start-up self-test.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator alarmed technical failure 389 (no dosing possible). The customer confirmed that there was no patient involvement associated with the reported event.